Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally restarted their cartridge load process. Tandem technical support advised the customer to complete the entire process. The cartridge was successfully reloaded and insulin deliveries were resumed. The customer's blood glucose (bg) level was 267 mg/dl and a correction bolus was delivered to address the bg level.